Event description:
Megadyne reusable gel pad was plugged into the esu (electrosurgical unit) return electrode slot, but was folded in half on the top of the esu, and not on the patient. The bovie pencil still worked and operated. Also, the light for the electrode was green. With disposable pads, the light is red until contact with the patient. Manufacturer response for megadyne reusable gel grounding pad, ethicon (per site reporter). A quality control investigation will be done.